Event description:
One incident of leakage coming out of holes noted in tubing. Further investigation with clinicain revealed that an unknown solution leaked during patient use. Reportedly, tubing was changed immediately and there was no adverse patient injury as a result of this incident.